Manufacturer narrative:
Evaluation: no product was returned to assist us with this investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. We can advise that the product instructions for use do state: "do not remove the coil from the cartridge. Do not rotate the delivery wire counter-clockwise during insertion; rotation might detach the coil inadvertently. After the detachable coil delivery system with the coil has been introduced into the catheter, it is important that the coil does not exit the catheter tip until the mandril has been pulled back. Otherwise, the catheter may become dislocated in the vessel. It is important to follow the loading procedure carefully in order to avoid complication during attachment and detachment of the coil. Ensure that the strightening mandril is at the tip of the coil during the procedure; if not the coil might start coiling up inside the catheter, which may complicate detachment. If at any time during the procedure, resistance is felt advancing the coil, do not attempt to use force to overcome the problem; remove and replace the whole system if necessary."